Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. The device history records have been checked and found to be according to the specification, valid at the time of production. There is no indication for a material defect or a manufacturing error. No further complaints registered against the mentioned lot number. Based on the information currently available, the root cause is probably user using or patient related. There are no hints for a product or material deviation. Based on the experienced, micro movements between the neck adaptor and the metal stem could facilitate corrosion. Micro movements can be triggered due to tissue resides within the cone/stem connection intraoperatively. The surgeon have to ensure that the cone is clean and rinsed according to the IFU valid at the time of the surgery. Furthermore an overload situation after the surgery can also lead to micro movements and therefore to corrosion. In general due to the few information available it is not possible to fully evaluate this case to date. After we receive the prosthesis, the case will be e-opened and a further investigation will be executed. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). During an arthroscopy, corrosion was probably discovered in the transition between shaft and neck. The implant is still in the patient - revision is scheduled, we will receive the explant date. Revision: (B)(6) 2018. No laboratory values of urine available. Patient: (B)(6) female, (B)(6). Initial implantation: (B)(6) 2011. In (B)(6) 2018, the patient reports on groin pain that has already existed for about half a year. The suspicion of a psoas impingement was expressed and thus the indication for arthroscopy was asked. All medwatch submissions related to this report are: 9610612-2018-00330.